Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The device has been returned for evaluation; however, the analysis is still in progress. A supplemental report will be submitted accordingly once the evaluated has been completed.

Event description:
Edwards received information that this bioprosthetic mitral valve, implanted approximately four (4) years and two (2) months, was explanted due to mitral stenosis secondary to early structural valve deterioration with calcification. The redo-mvr procedure was noted to be quite difficult; however, there were no adverse patient effects reported as a result of the valve replacement. Leaflets of explanted valve were hardened by calcification. The patient also underwent avr during this procedure. Patient's status was reported as "under treatment" postoperatively.

Manufacturer narrative:
The report of calcification was confirmed. Calcification could have contributed to the reported stenosis. However, stenosis could not be confirmed due to condition of the valve as received. As received, the valve was dismantled with the sewing ring and leaflets cut out; the fragments were returned. X-ray demonstrated wireform intact, and calcification on the returned fragments of leaflets and host tissue. Host tissue was observed on the returned leaflets and on the valve stent circumference. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. It has been confirmed that the root cause of this event was due to calcification, which was most likely impacted by the progression of the patient¿s underlying valvular disease pathology. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Manufacturer narrative:
An observational evaluation was performed. As received, the valve was no longer intact. The valve was disintegrated into numerous pieces, most likely related to the valve explantation, with their initial origins could not be determined. The characteristics of several slightly larger pieces of tissue are consistent with those of the bioprosthetic leaflets, presumably removed from valve frame. Several pledgets were returned together with the rest of the valve remnants. X-ray imaging demonstrated that the metal wireform and the stiffener band were intact with no evidence of fracture. Calcification was depicted by x-ray imaging on those returned pieces of bioprosthetic leaflet tissue. Mild to moderate host fibrous (pannus) tissue was noted on some of tissue fragments. These findings are consistent with the reported bioprosthetic valve calcification while the location and severity of the calcification could not be determined with certainty on the conditions of the valve as received. Tissue calcification is the most common chronic failure mode for this type of bioprosthetic valves; while the occurrence is highly variable among the patients and the underline mechanism is still not fully understood. Patient biological factors such as age, the immunological status, and comorbidities (such as end-stage renal disease, endocarditis) are believed to play important roles in the development and progress of bioprosthetic valve calcification. It is not common for a bioprosthetic heart valve to be develop an early calcification related svd that is severe enough to be explanted. Based on the limited patient clinical information, the root cause for the earlier bioprosthetic calcification of this particular valve could not be determined at this time.